Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support assisted the customer and replaced the failed display. Welch allyn factory service confirmed that the monitor had failed. The display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. We do not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure. Therefore, no further failure investigation can be performed. Method (replaced per service contract).

Event description:
The customer stated that his plr display turns itself off after a few seconds. No loss of centralized monitoring. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt information.